Event description:
The operating room manager reported that during the procedure, the jaw broke off of the endoscopic vein harvesting bipolar device. It was reported that there was no pt incident or injury.

Manufacturer narrative:
The operating room manager stated that the pt info was not available. This device is a component in the clearglide evh small ktv23 kit. One clearglide bipolar device was returned to sorin group USA for eval. The visual inspection of the returned device confirmed that the jaw was broken. A review of the device manufacturing record was performed. The device met all raw materials. In-process and finished goods specifications upon release. After inspection at sorin group USA, the device was sent to the vendor for further analysis. A follow-up report will be filed when the eval is complete. The bipolar instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument".